Event description:
It was reported that the handpiece was leaking an oil like substance. There was no pt involvement or adverse consequences.

Manufacturer narrative:
The device was returned to the manufacturer and a evaluation is anticipated. This report will be updated when the investigation is completed.